Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administering a manual correction injection. Technical support confirmed with the customer to change the cartridge and advised to call back if the alarm recurred. No further information regarding the resolution or additional outcomes was received.